Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of over 592 mg/dl. The customer stated that she changes the infusion set every three days. Troubleshooting was performed. The programming, time and date on the insulin pump were correct. Ran a fixed prime test and the insulin exited. Performed the high pressure test and the insulin pump passed the test. No further info was provided.